Manufacturer narrative:
(B)(4): one (1) 89-6112 d-flex triangular retractor 80mm ang 5mm was returned for evaluation as the complaint sample. The etchings were clear and included the lot code of g15, the product code of 89-6112, and the snowden-pencer USA brand name. The sample was observed to have a broken cable that was frayed just past the long middle segment of the triangle of the retractor with excess cable sticking out of the handle. Also, one side of the cable has been removed from the device through the jack screw, with the other loose but still in the jack screw. Minimal wear was found (marks and scratches) on the handle and on the beads of the functional end of the retractor. The protective sleeve was not on the sample when received. All pieces were returned other than the protective sleeve and the white handle cap. Functionally, the jack screw did not control the cable¿s tension to tighten the beads as it was broke. This deemed the sample as non-functional. The broken cable was pulled down the beads towards the handle to determine where the break would have happened. The most likely location was before the first long segment of the triangle. Underneath the beads where the break most likely happened was the beginning of fraying of the other side of the wire and the nitinol wire was no longer straight. The force put on the sample to cause the beginning of fraying and the nitinol wire to bend likely began the chain of events that caused the sample to fail. Upon visual and functional evaluation the sample was confirmed as broken. It was most probable that when the sample was put under enough stress to bend the nitinol wire, it also began the fraying of the cable. With the cable fraying and the nitinol wire partially compromised in both shape and strength, the cable would most likely continue to have additional force placed upon the remaining strands of the cable and eventually snap all the strands. This is when the cable would break. The force to bend the nitinol wire could have happened in multiple different ways including, but not limited to, handling, storing in the non-relaxed position, cleaning or use. Conclusion(s): customer ¿ damage. The most probable root cause based upon the sample observation was that the sample was originally damaged by the customer and over time the sample¿s forces causing it to break. The damage could have been caused by handling, cleaning, storage, or amount of use. It has been recommended to review the products instructions for use, IFU (B)(4) in particular the handling, inspection, and maintenance sections.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported an instrument break while inside a patient. The instrument did stay intact and there was no patient harm. This event occurred on friday, (B)(6) 2017. The triangle retractor was inserted through the trocar into the patient. As they were tightening the knob in order to get the instrument to articulate into the triangular shape, they reported feeling the wire snap which made the black cap on the top of the knob shoot of across the room. They removed the instrument and saw spacing between the links and frayed wires. X-rays were performed to ensure that pieces did not fall off inside the patient. All pieces were determined to still be intact on the wires. No patient harm or user harm. On 09sept2017 the customer reported the patient was a (B)(6) female, (B)(6), patient stable after the event, the device did not break/fall into the body field, after surgery an x-ray was performed, results were no metal seen, (body area not specified), the device was removed from use and replaced with another, a robot paraesophageal hernia repair was completed as planned and kept robot. Unsure if facility will report to FDA. There was increased operative time under anesthesia.